Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') and hospitalisation ('hospitalization') in a (B)(6) year old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". Concomitant products included naproxen. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain,") and abdominal pain lower ("severe cramping"), 6 years after insertion of essure (ess205). On an unknown date, the patient underwent hospitalisation (seriousness criterion hospitalization) and experienced genital haemorrhage ("heavy abnormal bleeding"). The patient was treated with surgery (essure removal on ((B)(6) 2018)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, hospitalisation, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, hospitalisation, pelvic pain and vulvovaginal pain to be related to essure (ess205). The reporter commented: discrepancy in insertion dates- (B)(6) 2006 and (B)(6) 2010. Most recent follow-up information incorporated above includes: on 5-jul-2020: plaintiff information form received. The case was upgraded from non-serious incident to serious incident. Event" hospitalization" was added. Essure removal date was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') and hospitalisation ('hospitalization') in a 30-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". Concomitant products included naproxen. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain,") and abdominal pain lower ("severe cramping"), 6 years after insertion of essure (ess205). On an unknown date, the patient underwent hospitalisation (seriousness criterion hospitalization) and experienced genital haemorrhage ("heavy abnormal bleeding"). The patient was treated with surgery (essure removal on ((B)(6) 2018)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, hospitalisation, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, hospitalisation, pelvic pain and vulvovaginal pain to be related to essure (ess205). The reporter commented: discrepancy in insertion dates- (B)(6) 2006 and (B)(6) 2010 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.